Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: during investigation, the pump powered on with a blank display. Further testing was unable to be performed due to the blank display. The pump was opened and evaluation revealed a crack in the display. A test display was inserted and the display functioned properly. The complaint of a dim, fading display was not able to be investigated due to the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.there was no indication that the product caused or contributed to an adverse event.